Manufacturer narrative:
The customer stated calibration and qc were acceptable. Sample alarms were observed around the time of the events on (B)(6) 2021, however, the field application specialist (fas) confirmed there were no fibrin or clots in the samples.

Event description:
The initial reporter complained of discrepant high results for 2 patient samples tested for elecsys vitamin d total ii (vitamin d total ii) on a cobas e801 module. Patient 1 initial result from the primary sample tube was >100 ng/ml with a data flag. The repeat result from the primary sample tube was 25.1 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2021 the sample was repeated from the primary sample tube with a result of 24.9 ng/ml. On (B)(6) 2021 patient 2 initial result from the primary sample tube was 74.6 ng/ml. On (B)(6) 2021 the repeat result from the primary sample tube was 51.6 ng/ml. This result was reported outside of the laboratory. On (B)(6) 2021 the sample was repeated twice from an aliquot with results of 48.7 ng/ml and 45.2 ng/ml. No questionable results were reported outside of the laboratory. The vitamin d total ii reagent lot number was 568206. The expiration date was not provided.

Manufacturer narrative:
The instrument check results indicate contamination of the measuring cell. No instrument issues were identified. The investigation determined the event was consistent with pre-analytical issues at the customer site.